Event description:
The customer reported that during a case, the system shut off, the screens went blank and an x-ray disabled error message was displayed. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.